Event description:
The customer reported being hospitalized with a high blood glucose reading of 500 mg/dl. The customer experienced vomiting and a rapid heart beat. Troubleshooting was performed. Found that the daily totals did not match the bolus delivery totals. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has not been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.